Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was scheduled for (B)(6) 2026. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was scheduled for march 17, 2026. No adverse patient effects were reported. This device remains in service. Additional information indicated that this device was successfully explanted on april 6, 2026. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being submitted to update section b1, b5, h1 and h6 codes. This product investigation is still in progress. This report will be updated when product investigation is complete. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. No adverse patient effects were reported. Additional information indicated that this device was successfully explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.